Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
During surgery for spinal stenosis and spondylolisthesis, the surgeon tried to place the screw at c4; however, the driver ran idled when inserting the screw to c4 since the bone was very hard, thus the screw could not be inserted completely. Therefore, the screw was removed, but the bone fractured while removing the screw. As a result, c3-c6 was fixated although the surgery was intended to perform at c4-c6.